Manufacturer narrative:
Isi has not received the maryland bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log was performed. Per the review, the following was confirmed: device material, lot#/serial #, and event date. The instrument was last used on (B)(6) 2021 on system sl0102. The instrument had one use remaining after the last use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the black cable on the maryland bipolar forceps instrument was torn at the joint. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site on 30-mar-2022 and obtained the following additional information: the instrument was inspected and was found usable prior to the procedure. There was no damage to the conductor wire insulation, the procedure was completed with a back-up instrument and with no patient harm. Prior to the start of the procedure, there was no visible damage on the black insulation of the instrument. There was no loss of cautery associated with the broken/loose cable and no signs of thermal damage at site of conductor wire breakage. The instrument did probably not collide with any other instrument or tool during the procedure. No photographic images of the instrument or a video recording of the procedure are available for isi review. No patient information was available for confidentiality reasons.

Manufacturer narrative:
D02: intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley at the distal end. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test and there was no signs of thermal damage observed. The root cause was attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.